Event description:
The manufacturer received a fax from the legal rep of the patient. In this fax, legal reported that: "on (B)(6) 2007, patient underwent surgery on the left humeral, reduction and osteosynthesis following a car crash. During this procedure, an endomedullary nail was implant with the support of plates and screws (no product codes and lot code provided). The patient started to experience severe pain in the left arm at an unspecified date. In (B)(6) 2012, the patient had an x-ray examination and discovered the breakage of the proximal part of the nail.

Manufacturer narrative:
Devices will not be returned. If additional information is received, it will be reported on a supplemental report.